Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: h6(problem code) the stm that encountered the issue installed a new drive manifold. All manifold leak tests passed. .complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications.unit returned to customer and cleared for customer use. The maquet failure analysis and testing department (fat) received a drive manifold with a report of the unit failed the all manifold test. Performed visual inspection of drive manifold per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed the drive manifold into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The tests did not trigger the reported problem of the unit failed the all manifold test. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the drive manifold in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) drive manifold leak test failure. There was no patient involved.